Event description:
Note: date of the event is unknown. It was reported to boston scientific corporation that roll-off was not achieved after ablating 30 minutes with a leveen needle electrode device during an rf ablation procedure in the patient's lung. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
A visual examination of the returned device did not reveal any remarkable defects. The electrode array was deployed in a uniform umbrella pattern, as intended. A functional evaluation realized that the electrode array could be extended and retracted, with slight resistance, likely due to residue on the tines. Further evaluation concluded that the electrical continuity of both the electrode array and the electrical cord, which attach to the device handle, appeared nominal. The reported malfunction is not confirmed.